Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery spatula instrument for failure analysis investigation. The instrument was analyzed and as found to have a broken distal pitch cable at the proximal clevis hub. The broke cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during central processing, the 8mm permanent cautery spatula instrument had broken cable at distal tip of instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was not used in a surgery, therefore, not inspected prior to use. The instrument was found in sterile storage with a hole in the sterile wrap. It was simply being reprocessed when the loose cable was noticed. The instrument was not being used in surgery therefore no issue noted. There are no photographic images of the device or any video recording because the issue was discovered in sterile processing.